Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to a post-operative migration of the active electrode out of cochlea. This is a final report.

Event description:
The user could not hear sounds with the right side. The user has been re-implanted.

Event description:
The parent reported in (B)(6) 2025 that the user couldn't hear sounds with the right side. The clinic recommended surgical repositioning or replacement of the implant. The user has been re-implanted. The implant registration card for the new device states that ossification was pre-operatively diagnosed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.